Event description:
It was reported that this left ventricular lead exhibited high out of range pacing impedance measurements. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.